Event description:
A malfunction was reported on the customer's pump, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Initially, the customer encountered difficulty hearing technical support during a call about resetting the pump. After follow-up, technical support successfully provided assistance, enabling the customer to reset the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if issues reoccurred.